Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found the lens missing a piece of haptic. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens, -13.5 diopter, tore/broke upon insertion in the patient's right eye (od). A backup lens was used and the reporter stated there was no patient contact.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Corrected data: the reporter indicated that a 13.2mm micl 13.2 implantable collamer lens -13.5 diopter tore when loading. There was no patient contact and a back-up lens was used. (B)(4).